Manufacturer narrative:
Upon review of the device history for (B)(4), it was determined that the device was manufactured on 30-nov-2011 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). A verathon complaint specialist followed up with the customer to gather additional information. The customer was notified that their device was past the useful life as outlined in the glidescope omm. He stated that the device was evaluated after the event and they were unable to duplicate the reported issue. The device was returned to service for use and has been working as expected since. The customer will continue to monitor the device.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was bent. The procedure was completed using the video baton with no delay noted. No harm to the patient or user was reported.